Manufacturer narrative:
When the hill-rom technician investigated the product, he found the plastic casing of the emergency lowering mechanism was cracked. He also discovered the lift strap was not mounted correctly to the emergency lowering device of the lift. According to 3en200405, rev. 12, hill-rom states how to assemble the lift strap with emergency lowering device in the proper manner. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this lift. It is unknown if the facility performs preventative maintenance on their lifts. The technician replaced and properly installed the lift strap with emergency lowering device to resolve the issue. Based on this information, no further action is required.

Event description:
Hill-rom received a report from the account stating the casing of the emergency lowering device of the overhead lift exploded causing the patient to drop. The lift was located in room 220 (B)(6) at the account. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).